Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During revision surgery the electrode could be re-inserted successfully. The device remains implanted and in use.

Event description:
At initial activation it was noticed that the ground path impedance was rather low. When creating the map and started to stimulate each channel, the recipient could hardly hear any of them, only with very high mcl_s on 6 channels. A re-insertion surgery was carried out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At initial activation it was noticed that the ground path impedance was rather low. When creating the map and started to stimulate each channel, the recipient could hardly hear any of them, only with very high mcls on 6 channels. The recipient is scheduled on (B)(6) 2023 for re-implantation or re-insertion of the electrode array.